Event description:
It was reported patient underwent a hip fixation procedure on an unknown date. Subequently, patient was revised on (B)(6) 2014 due to pain. All components were removed and a total hip system was implanted.

Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation.

Event description:
It was reported patient underwent a hip fixation procedure on (B)(6) 2011. Subsequently, patient was revised on (B)(6) 2014 due to pain. All components were removed and a total hip system was implanted.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Brand name. Product / lot code / expiration date. Date of implant. PMA/510(k) number. Manufacture date. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: "intraoperative or postoperative bone fracture and/or postoperative pain."